Manufacturer narrative:
Suspect lot review: a review of lot# 3047741 showed 300 units were manufactured, tested, inspected and released in may 2015 citing no anomalies.

Event description:
Complaint received regarding one (B)(4), monitoring kit, lot#3047741 (mfd. 05-2015. Blood continued to back up into the line. Connections were said to be secured at all connector sites. With the assurance that all connections were tightened and the IV fluids were infusing via a large volume pump at 0.5 mls/hr, blood began to back up into the IV tubing all the way to the transducer. This continued to happen even after flushing the line and rechecking the connections. All stopcocks were positioned correctly and the venting cap was tightened. The tubing was changed using the same ICU medical tubing and IV pump tubing and the problem occurred again. We switched back to our old product after the 1125 gm infant lost approximately 3mls of blood. Significant blood loss was reported. Patient returned to baseline with no further issues.

Manufacturer narrative:
Suspect lot review: a review of lot# 3047741 showed 300 units were manufactured, tested, inspected and released in may 2015 citing no anomalies. Visual receipt analysis: (B)(4) 2016 - received one used 46112-65, monitoring kit, reported lot# 3047741. One used pumpset. The pressure tubing arrived disconnected from the transpac. Blood was observed in the pressure tubing. Functional testing: returned components were tested. No defect was found with the pressure tubing, luer connections, transpac, or the stopcocks integrity. Upon receipt the distal (2nd) stopcock was received and observed to be in the off position toward the transpac being open to the sideport. With the distal (2nd) stopcock in the off position to the transpac the side port was open to atmosphere and would allow blood from the patient to back up the tubing toward the stopcock. Final analysis summary: upon receipt visual analysis confirmed blood backing up the tubing. The root cause of the failure could not be determined. Each component from the squeeze flush and below passed pressure and vacuum specifications. No defect was noted during pressure testing of the unknown pump set. It was noted that upon receipt the 2nd stopcock connected to the transpac was returned in a position of off toward the transpac but open to the side port which would allow for blood to travel up the pressure tubing toward the side port. It is unknown if this was the configuration during the observed failure.

Event description:
Complaint received regarding one 46112-65, monitoring kit, lot#3047741 (mfd. 05-2015). Blood continued to back up into the line. Connections were said to be secured at all connector sites. With the assurance that all connections were tightened and the IV fluids were infusing via a large volume pump at 0.5 mls/hr, blood began to back up into the IV tubing all the way to the transducer. This continued to happen even after flushing the line and rechecking the connections. All stopcocks were positioned correctly and the venting cap was tightened. The tubing was changed using the same ICU medical tubing and IV pump tubing and the problem occurred again. We switched back to our old product after the 1125 gm infant lost approximately 3mls of blood. Significant blood loss was reported. Patient returned to baseline with no further issues.